Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the programmer started up extremely slowly and was not operational. Only a tan screen appeared and the please wait window. Hard drive failure. (B)(4).

Event description:
It was reported the programmer was not loading and it gave a system test failure. The programmer was returned for service. There was no patient involvement indicated.